Event description:
A peritoneal dialysis (pd) nurse reported a patient had confirmed escherichia coli contamination peritonitis. She had increased fibrin, her effluent became cloudy and she became febrile so they sent a culture. Culture was sent on (B)(6) 2014 and she was treated with cefazolin and fortaz.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Manufacturer narrative:
Clinical review of the medical records reveal no documentation supporting a possible association between fresenius pd products and the event of peritonitis. However, there is a possible association between the colonoscopy, diverticulosis, and escherichia coli peritonitis.

Event description:
The patient was treated with fortaz as well.